Event description:
Boston scientific received information that this system was exhibiting oversensing, pacing inhibition and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.